Event description:
It was reported that during da vinci assisted benign hysterectomy surgical procedure, the site experienced a recoverable fault 25521 and the robot was only presenting the option to disable the arm. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed logs and noted errors with right master tool manipulator (mtm). The tse had site power down the system and cycle the breaker on the surgeon console. The system came back online, and da vinci is ready was heard. Site continued with procedure. There was no report of injury to the patient. The operating room staff called back because the error 25521 returned during the middle of the case. The customer hard power cycled the surgeons console, and the error comes back every time. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred during procedure after port placement. System power on initially with no issues. After call with technical support, a hard reboot was performed on console, but the issue remained. The arm was disabled, and procedure was completed robotically.

Manufacturer narrative:
Based on the claim against the product by the customer noting recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the right master tool manipulator (mtm). The system was tested and was ready for use. Isi received the mtm involved with this complaint and completed the analysis. The reported failure (recoverable fault) was able to be reproduced during calibration (via matlab). The following parts will be replaced as a fix: esmb pca, es pca, black and white ffc's, main wire harness. Based on the field evaluation, this reported event was confirmed which indicates that the device did contribute to the customer reported issue. The probable root cause is attributed to component failure. This complaint is considered a reportable event due to the following conclusion: a right master tool manipulators (mtm) was replaced after the completion of the procedure due to numerous 25521 errors. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.